Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Please refer to comments section for bibliography.

Event description:
This case happened outside of the us, in (B)(6). According to the received information, the patient has been injected with teosyal rha 4 in the nasolabial-folds on march, 5th. Immediately after the treatment the injector saw a blanching in the inner part of the right naso-labial fold. He diagnosed a vascular compression and immediately injected hyaluronidase (300 units). After 4 hours he injected hyaluronidase again (300 units). He prescribed to the patient : augmentin 1 g/twice a day for 3 days and bentelan 2mg/twice a day for 3 days. Topical application of gentalyn beta. On 8th of march the patient complained of pain and apparition of vesicles in the nose. A medical expert has been contacted by the (B)(6) subsidiary to monitor the case. In toal, the patient received 2 injections of hyaluronidase but refused to have a third one, according to the latest received information, the situation has improved.